Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4). On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was successfully completed with no issues noted with the device. On (B)(6) 2012, approximately one day following the procedure, the patient experienced non-cardiac, right sided pain. A chest radiograph was taken; however, "the investigator is waiting for a copy of the film." The patient was treated medically with avelox (400 qd) from (B)(6) 2012 to (B)(6) 2012. The event was reported as resolved on an unknown date. No hospitalizations or emergency room visits occurred as a result of this event. **baseline spirometry values: visit date: (B)(6) 2012** pre-bronchodilator: fev1: 1.68, fev1 % predicted: 64.62, fvc: 2.61 fvc % predicted: 79.82. Post-bronchodilator: fev1: 1.76, fev1 % predicted: 67.69, fvc: 2.63 fvc % predicted: 80.43.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval 2 (pas2) clinical study. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was successfully completed with no issues noted with the device. On (B)(6) 2012, approximately one day following the procedure, the patient experienced non-cardiac, right sided pain. A chest radiograph was taken; however, "the investigator is waiting for a copy of the film." The patient was treated medically with avelox (400 qd) from (B)(6) 2012 to (B)(6) 2012. The event was reported as resolved on an unknown date. No hospitalizations or emergency room visits occurred as a result of this event. Additional information received since may 31, 2012: the event of non-cardiac, right sided pain resolved on (B)(6) 2012. In addition, the site reported that there was no new information provided by the investigator after reviewing the chest x-ray films.

Manufacturer narrative:
(B)(6). Source: (B)(4). The complaint device was not returned for evaluation; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the event of "chest pain" is a known adverse event seen in the pivotal clinical trial, the data of which is presented in the directions for use (dfu) / product label; therefore, the root cause for this complaint is anticipated procedural complication.

Manufacturer narrative:
(B)(4).